Event description:
The customer reported the generation of erroneous high ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective buffer syringe drive. The fse replaced the buffer syringe drive to resolve the issue. The beckman coulter internal identifier is (B)(4).